Event description:
The customer called to report a motor error alarm. Troubleshooting was performed. The insulin pump alarmed motor error during the prime test. The insulin pump passed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the bolus delivery and failed the displacement test due to an out of phase motor encoder signal.